Event description:
Home patient caregiver reports one incident of a medication port tubing clamp that did not fully occlude the tubing when in closed position. Incident occurred near the end of hemodialysis treatment and caused air to be pulled into the circuit and a fluid leak. Due to potential for contamination the blood volume in the blood, tubing was discarded resulting in ebl = 250 cc. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.